Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during creation of a gastric sleeve, the staple line was formed incompletely. The jaws of the device locked on patient tissue. To correct the issue, the knife retrieval knob on top of the stapler was pulled back to remove the reload. There were also malformed staples. The stomach was transected and open resulting in temporary tissue damage. A new handle and reload were opened to complete the creation of the sleeve which was performed without any problem. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the creation of a gastric sleeve, the jaws of the device locked on tissue. The device was removed by pulling back the knife retrieval knob on top of the stapler. There were also malformed staples. The stomach was transected and open. The staple line was incomplete. A new handle and reload were opened to proceed to the creation of the sleeve which was performed without any problem. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.